Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pocket was surgically revised due to an unknown reason. This device remains in service. No additional adverse patient effects were reported.